Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviations or concerns were found. Upon inspection of the needle it was noted the needle's handle shrink was found cut almost to the brass handle; and, the needle's shaft is bent and swings inside the brass handle. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. No relation was found between the needle assembly process and the vacuum loss phenomena. The thermal insulation loss did not compromise the iceball size as the iceball met dimension specifications. The procedure was completed with no injury to the patient as the physician applied warm saline to the patient's skin.

Event description:
During a renal cryoablation procedure, the needle shaft developed frost on the shaft. The physician put warm saline on the skin. The procedure was completed successfully with no patient injury.